Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing leaked where the tubing connected to the cartridge. Customer's blood glucose was 500 mg/dl. Reportedly, a new cartridge was loaded and insulin delivery was resumed.